Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The product was returned for investigation. Console was tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge disc flag on the aic was broken which would issue the "purge disc not detected" alarm when attempting to set up the purge assembly. The root cause of the aic - purge disc/flag issues were due to a broken purge pressure sensor flag.

Event description:
The abiomed field service represented reported that the automated impella controller (aic) at the user facility did not recognize the purge cassette. The aic was successfully swapped out. There was no patient harm related to this event.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.